Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d4 (UDI) a getinge field service engineer fse evaluated the unit and could not reproduce error fse found error codes 7 and 58 in history in order to fix the issue fse replaced front end board 0670 00 1164 and tested unit passed all calibration functional and safety tests performed unit was returned to customer and cleared for clinical use. The failure analysis and testing dept received part number 0670 00 1164 d front end board serial number (B)(6) spv with a reported unit failure of internal communication error code 7 and 58 the fat dept performed a visual inspection of the part received and found that the part is in good condition the fat dept installed the part number 0670 00 1164 d front end board serial number (B)(6) spv in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number 0002 07 d016 revision e and the cardiosave service manual part number 0070 00 0639 revision r the failure analysis and testing department couldnt replicate the failure experienced by the customer however the pump was not able to perform inflation deflation after the installation of the front end board the fat dept has verified that the front end board is defective sending the part to the supplier for further failure analysis as per procedure 0002 07 d008 rev ar part no longer able to be tested by the supplier as the code 7 issue is going to be resolved with d00 software in the future investigation is complete retaining the part in the failure analysis and testing department per procedure number 0002 07 d008 rev aq the non conformances with the returned components were identified however the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transferring the patient, the cardiosave intra-aortic balloon pump (iabp) system powered off during transport. The unit was turned back on and therapy was resumed. There was no harm reported.